Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, (B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: [hospital]. This is a complaint from the market. Report from the sales rep. Clips sometimes didn't come out. This unit will be returned. Product available for return: 1unit. The investigation report has not been requested by hospital. However, since the cer is related to [facility] mah products, the investigation report (closing letter) is required. Additional information: lot no. Was found to be 1488968. The information was updated in etq. [Applied employee], (B)(6) 2024 patient status: nothing in particular. Intervention: the product was replaced and operation was completed.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint is unknown, but it is believed to be within the scope of the recall.

Event description:
Procedure performed: ni. Event description: [hospital]. This is a complaint from the market. Report from the sales rep. Clips sometimes didn't come out. This unit will be returned. Product available for return: 1unit the investigation report has not been requested by hospital. However, since the cer is related to [facility] mah products, the investigation report (closing letter) is required. Patient status: nothing in particular intervention: the product was replaced and operation was completed.